Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects within the forceps channel. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause of the reported issue could not be determined, olympus confirmed foreign material came out of the device, identified to be brushes, clogged within the forceps channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.